Event description:
The user noticed increased ft3 results for 11 pt samples with normal results from the centaur and normal tsh results. All ft3 results are in pg per ml. No units of measure were provided for tsh. From (B) (6) 2009, initial ft3 result was 12.4, result from centaur was 10.1 and tsh result was less than 0.03.

Event description:
The user noticed increased ft3 results for 11 pt samples with normal results from the centaur and normal tsh results. All ft3 results are in pg per ml. No units of measure were provided for tsh. From (B) (6) 2009, initial ft3 result was 4.6, result from centaur was 3.7 and tsh result was 2.00.

Event description:
The user noticed increased ft3 results for 11 pt samples with normal results from the centaur and normal tsh results. All ft3 results are in pg per ml. No units of measure were provided for tsh. From (B) (6) 2009, initial ft3 result was 4.7, result from centaur was 2.3 and tsh result was 1.04.

Event description:
The user noticed increased ft3 results for 11 pt samples with normal results from the centaur and normal tsh results. All ft3 results are in pg per ml. No units of measure were provided for tsh. Initial ft3 result was 4.5, result from centaur was 2.3 and tsh result was 2.49.

Event description:
The user noticed increased ft3 results for 11 pt samples with normal results from the centaur and normal tsh results. All ft3 results are in pg per ml. No units of measure were provided for tsh. From (B) (6) 2009 initial ft3 result was 4.8, result from centaur was 3.8 and tsh result was 1.97.

Manufacturer narrative:
No info was provided to determine if the initial results were reported or if the pts were adversely affected. If add'l info is received, appropriate notification will be provided.

Manufacturer narrative:
No info was provided to determine if the initial results were reported or if the pts were adversely affected. If additional info is received, appropriate notification will be provided.

Manufacturer narrative:
No info was provided to determine if the initial results were reported or if the pts were adversely affected. If additional info is received, appropriate notification will be provided.

Manufacturer narrative:
No info was provided to determine if the initial results were reported or if the pts were adversely affected. If additional info is received, appropriate notification will be provided.

Manufacturer narrative:
No info was provided to determine if the initial results were reported or if the pts were adversely affected. If additional info is received, appropriate notification will be provided.